Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with a radial tear during a laser assisted cataract procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found the optical coherence tomography (oct) reference signal is below standard at 8%. All other system parameters were within product specification. The company service representative was unable to duplicate the reported event. Preventative maintenance was performed. The back intake and both side intake filters were replaced. The coolant reservoir was topped off as a proactive measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).